Event description:
The customer reported that they had a viewsonic vg930m display that would not power on. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device received, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connection. Welch allyn product support received the display from the customer and confirmed the allegation that the display would not power on. Welch allyn replaced the display per the service contract. The viewsonic display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. Method: (replaced per service contract).